Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Review of device data showed atrial tachy response (atr) episodes with noisy signals, which match with the date of the impedance observation. It was discussed that this lead was implanted to replace a previous ra lead, which also exhibited high oor pacing impedance values due to a suspected lead conductor fracture and insulation damage. Technical services (ts) advised to investigate for any potential mechanical lead concerns and to perform x-ray imaging to evaluate for evidence of lead damage, including pocket imaging. It was also advised to discuss with the health care professional the potential for an abnormality of the patient anatomy that could be causing these lead fractures. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was performed and this lead was explanted and replaced as lead conductor fracture and potential clavicular crush were suspected. Additionally, high pacing threshold measurements were observed. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing. Testing was completed to assess lead electrical performance, and the conductor resistance measured as electrically open, which indicate a fractured or broken conductor. Additionally, a fractured outer conductor was observed approximately 294 millimeters (mm) from the terminal end. The fracture characteristics observed during the analysis are consistent with clavicle or first rib damage. Inner insulation abrasion from crushing damage and several deformed coils in the area between 273-297 mm from the terminal pin were observed.

Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Review of device data showed atrial tachy response (atr) episodes with noisy signals, which match with the date of the impedance observation. It was discussed that this lead was implanted to replace a previous ra lead, which also exhibited high oor pacing impedance values due to a suspected lead conductor fracture and insulation damage. Technical services (ts) advised to investigate for any potential mechanical lead concerns and to perform x-ray imaging to evaluate for evidence of lead damage, including pocket imaging. It was also advised to discuss with the health care professional the potential for an abnormality of the patient anatomy that could be causing these lead fractures. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was performed and this lead was explanted and replaced as lead conductor fracture and potential clavicular crush were suspected. Additionally, high pacing threshold measurements were observed. No additional adverse patient effects were reported. The lead was returned for analysis.